Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call power error detected alarm on the insulin pump. Customer¿s blood glucose level was 4.9 mmol/l. Troubleshooting for power error detected alarm was performed. Customer advised the power error detected alarm issue recurred and remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The power management graph was in specification. No pump error 25 alarms were present in the pump history file. Unit passed displacement test, sleep current measurement and active current measurement. Unit received with scratched casing, minor scratches on lcd window, creased display window cover, pillowing keypad overlay, slightly damaged keypad overlay texture next to lcd window and severely faded end cap address label.